Event description:
Resident md notified staff in the room that the tip of the surgical instrument (nerve hook) he was using broke off while he was using it on the patient. Broken piece was successfully retrieved from inside the patient and given to rn along with the instrument.

Event description:
Resident md notified staff in the room that the tip of the surgical instrument (nerve hook) he was using broke off while he was using it on the patient. Broken piece was successfully retrieved from inside the patient and given to rn along with the instrument.